Event description:
Related manufacturer reference number: 2017865-2023-10306. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and during fluoroscopy dislodgement and cardiac perforation was noted on the right ventricle (rv) lead. Device interrogation revealed noise oversensing on the atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.